Event description:
The user stated they were running samples for creatinine in duplicate and received discrepant results. The initial results were 1.44 mg/dl with a data flag and 0.76 mg/dl. The user repeated the sample again and received a result of 0.78 mg/dl which was reported. The initial result of 1.44 mg/dl was not reported to the physician and the patient was not impacted. The creatinine reagent lot number was 619422-01. The field service representative determined the dosage pipettes b and c were missing the seal caps. He replaced both dosage syringes b and c and installed new cap seals. He performed abs optic and accuracy checks, work station accuracy check, abs sensitivity, pipette throughput check, check test and precision testing. To verify the analyzer operation, the user ran qc with all results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.